Event description:
Kimberly-clark received a report stating, ¿the physician stated the probe was difficult to remove while inserted inside of the patient. He then tugged the probe to remove it and he noted the 'sheath' of the probe was stripped off.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. One sample was returned. Sample review is currently ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.